Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. The event can be prevented by following the instructions for use (IFU) which state: evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information ¿ please read before use precautions [warning] ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a perforated outer sheath. The issue occurred during functional testing prior to the procedure. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and the evaluation found there was a gap of adhesive on the distal end / stain entered inside the lens through the gap and there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Additional device evaluation findings were as follows: due to wear of the lock engagement lever, the up/down knob could not be locked securely, switch 1 was damaged, due to a pinhole on the bending section cover rubber water tightness was lost, the acoustic lens was damaged, the adhesive around the light guide lens had a chip, the bending section cover rubber had wear, the channel tube had a scratch, and due to deterioration of braid of bending tube, tightness of the braid had become uneven. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.